Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter fractures in the middle of the catheter that is inserted into the vein. The following information was provided by the initial reporter: "IV catheter fractures in the middle of the catheter that is inserted into the vein. This was noticed and removed and replaced."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter fractures in the middle of the catheter that is inserted into the vein. The following information was provided by the initial reporter: "IV catheter fractures in the middle of the catheter that is inserted into the vein. This was noticed and removed and replaced."